Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to a reservoir leak. The current blood glucose reading is 399 mg/dl. The customer has treated with the insulin pump. The customer had discarded the leaking reservoir. Nothing further to report.